Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), hypersensitivity ("allergic reaction") and depression ("depression") and was found to have heart rate increased ("fast heart rate"). The patient was treated with surgery (bilateral salpingectomy hysterectomy essure removal (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heart rate increased, menorrhagia, dysmenorrhoea, migraine, hypersensitivity and depression outcome was unknown. The reporter considered depression, dysmenorrhoea, heart rate increased, hypersensitivity, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient need additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 699880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), hypersensitivity ("allergic reaction") and depression ("depression") and was found to have heart rate increased ("fast heart rate"). The patient was treated with surgery (bilateral salpingectomy hysterectomy essure removal (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heart rate increased, menorrhagia, dysmenorrhoea, migraine, hypersensitivity and depression outcome was unknown. The reporter considered depression, dysmenorrhoea, heart rate increased, hypersensitivity, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient need additional surgery revealed a coil count of 4 on the right and 8 on the left. Lot number: 699880. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 699880-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic reaction"), migraine ("migraines") and depression ("depression") and was found to have heart rate increased ("fast heart rate"). The patient was treated with surgery (bilateral salpingectomy hysterectomy essure removal (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, hypersensitivity, heart rate increased, migraine and depression outcome was unknown. The reporter considered depression, dysmenorrhoea, heart rate increased, hypersensitivity, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient need additional surgery revealed a coil count of 4 on the right and 8 on the left. Lot number: 699880 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), hypersensitivity ("allergic reaction") and depression ("depression") and was found to have heart rate increased ("fast heart rate"). The patient was treated with surgery (bilateral salpingectomy hysterectomy essure removal (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heart rate increased, menorrhagia, dysmenorrhoea, migraine, hypersensitivity and depression outcome was unknown. The reporter considered depression, dysmenorrhoea, heart rate increased, hypersensitivity, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient need additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received: reporter, events "pelvic pain, menorrhagia, migraines, dysmenorrhea, allergic reaction, depression" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.